Event description:
Per the clinic, the device was explanted (date and reason for the explant unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. Device analysis report is attached. This report is submitted on november 24, 2022.